Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer insulin pump alarmed motor error and unable to clear the alarm. Customer¿s blood glucose was 256 mg/dl at the time of incident. Customer reported that the drive support cap was normal. No troubleshooting was performed. Insulin pump is being replaced and is not expected to return for analysis.